Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), device dislocation ("malposition of essure device: suboptimal positioning of the left device with only a small portion proximal to the cornual portion of the uterus"), colitis microscopic ("lymphocytic colitis") and haematuria ("hematuria") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholelithiasis, cholecystectomy and ulcerative colitis. Previously administered products included for post-herpetic neuralgia: neurontin on (B)(6) 2012; for an unreported indication: albuterol inhaler on (B)(6) 2012, symbicort inhaler on (B)(6) 2012, celexa 20 mg on (B)(6) 2012, multivitamin capsules on (B)(6) 2012 and mirena. Concurrent conditions included idiopathic colitis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced cervical cyst ("nabothian cyst in region of cervix"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), colitis microscopic (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain, right-sided low back"), alopecia ("hair loss"), micturition urgency ("increase in urgency"), haematuria (seriousness criterion medically significant), chest discomfort ("chest discomfort"), chest pain ("atypical chest pain"), dyspnoea ("shortness of breath"), palpitations ("heart palpitations"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), diarrhoea ("chronic diarrhea"), urinary tract infection ("urinary tract infection"), headache ("headaches"), stomatitis ("nickel allergy: sores in /on mouth") and flank pain ("flank pain"). The patient was treated with ibuprofen, metoprolol tartrate, surgery (bilateral salpingectomy, laparoscopic essure coils removal) and surgery (bilateral salpingectomy, laparoscopic essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, colitis microscopic, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, vaginal haemorrhage, menorrhagia, micturition urgency, haematuria, chest discomfort, chest pain, dyspnoea, palpitations, fatigue, urinary tract infection, headache, nausea, stomatitis, cervical cyst, weight increased and flank pain outcome was unknown, the irritable bowel syndrome had not resolved and the diarrhoea was resolving. The reporter considered abdominal pain, alopecia, back pain, cervical cyst, chest discomfort, chest pain, colitis microscopic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, flank pain, haematuria, headache, irritable bowel syndrome, menorrhagia, micturition urgency, migraine, nausea, palpitations, pelvic pain, stomatitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight: 187 lbs 3 coils extending into uterine cavity on right side. 4 coils extending into uterine cavity on left side. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), device dislocation ("malposition of essure device: suboptimal positioning of the left device with only a small portion proximal to the cornual portion of the uterus"), colitis microscopic ("lymphocytic colitis") and haematuria ("hematuria") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholelithiasis, cholecystectomy and ulcerative colitis. Previously administered products included for post-herpetic neuralgia: neurontin on (B)(6) 2012; for an unreported indication: albuterol inhaler on (B)(6) 2012, symbicort inhalar on (B)(6) 2012, celexa 20 mg on (B)(6) 2012, multivitamin capsules on (B)(6) 2012 and mirena. Concurrent conditions included idiopathic colitis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced cervical cyst ("nabothian cyst in region of cervix"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), colitis microscopic (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain, right-sided low back"), alopecia ("hair loss"), micturition urgency ("increase in urgency"), haematuria (seriousness criterion medically significant), chest discomfort ("chest discomfort"), chest pain ("atypical chest pain"), dyspnoea ("shortness of breath"), palpitations ("heart palpitations"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), diarrhoea ("chronic diarrhea"), urinary tract infection ("urinary tract infection"), headache ("headaches"), stomatitis ("nickel allergy: sores in /on mouth") and flank pain ("flank pain"). The patient was treated with ibuprofen, metoprolol tartrate, surgery (bilateral salpingectomy, laparoscopic essure coils removal) and surgery (bilateral salpingectomy, laparoscopic essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, colitis microscopic, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, vaginal haemorrhage, menorrhagia, micturition urgency, haematuria, chest discomfort, chest pain, dyspnoea, palpitations, fatigue, urinary tract infection, headache, nausea, stomatitis, cervical cyst, weight increased and flank pain outcome was unknown, the irritable bowel syndrome had not resolved and the diarrhoea was resolving. The reporter considered abdominal pain, alopecia, back pain, cervical cyst, chest discomfort, chest pain, colitis microscopic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, flank pain, haematuria, headache, irritable bowel syndrome, menorrhagia, micturition urgency, migraine, nausea, palpitations, pelvic pain, stomatitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight: 187 lbs 3 coils extending into uterine cavity on right side. 4 coils extending into uterine cavity on left side. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (menorrhagia), increase in urgency, hematuria, chest discomfort, atypical chest pain, shortness of breath, heart palpitations, fatigue, lymphocytic colitis, irritable bowel syndrome, chronic diarrhea, malposition of essure device: suboptimal positioning of the left device with only a small portion proximal to the cornual portion of the uterus, headaches, nausea, nickel allergy: sores in /on mouth, nabothian cyst in region of cervix, weight gain and flank pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), device dislocation ("malposition of essure device: suboptimal positioning of the left device with only a small portion proximal to the cornual portion of the uterus"), colitis microscopic ("lymphocytic colitis") and haematuria ("bladder or urinary problems or changes hematuria") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholelithiasis, cholecystectomy, ulcerative colitis, asthma in 2011, cholelithiasis, cholecystectomy and hemorrhoids. Previously administered products included for contraception: mirena intrauterine device from (B)(6) 2012 to (B)(6) 2013, implanon from (B)(6) 2012 and mirena from 2005 to 2010; for post-herpetic neuralgia: neurontin on (B)(6) 2012; for an unreported indication: albuterol inhaler on (B)(6) 2012, multivitamin capsules on (B)(6) 2012, symbicort inhalar on (B)(6) 2012 and celexa 20 mg on (B)(6) 2012. Concurrent conditions included idiopathic colitis and post herpetic neuralgia since (B)(6) 2012. Concomitant products included medroxyprogesterone (depo provera) from april 2013 to april 2014 for birth control, ciprofloxacin from october 2012 to june 2013 and metronidazole (flagyl) for ulcerative colitis and irritable bowel syndrome as well as ondansetron (zofran) from october 2012 to june 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced chest discomfort ("chest discomfort"), chest pain ("atypical chest pain"), dyspnoea ("shortness of breath") and palpitations ("heart palpitations"). In (B)(6) 2013, the patient experienced nausea ("nausea"), stomatitis ("nickel allergy: sores in /on mouth") and weight increased ("weight gain/weight gain / loss (specify which one)"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and cervical cyst ("other injury(ies) or complication(sn) - please describe: abothian cyst in region of cervix"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea/dysmenorrhea (cramping)"), micturition urgency ("bladder or urinary problems or changes increase in urgency") and haematuria (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced colitis microscopic (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain, right-sided low back"), alopecia ("hair loss"), diarrhoea ("chronic diarrhea"), urinary tract infection ("urinary tract infection"), flank pain ("flank pain") and malaise ("essure was making me sick"). The patient was treated with ibuprofen, metoprolol tartrate, panadeine co (tylenol #3), surgery (bilateral salpingectomy, laparoscopic essure coils removal) and surgery (bilateral salpingectomy, laparoscopic essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, chest discomfort, chest pain, dyspnoea, palpitations, fatigue, irritable bowel syndrome, diarrhoea, headache, nausea, stomatitis and weight increased had resolved and the device dislocation, colitis microscopic, abdominal pain, back pain, alopecia, vaginal haemorrhage, menorrhagia, micturition urgency, haematuria, urinary tract infection, cervical cyst, flank pain and malaise outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cervical cyst, chest discomfort, chest pain, colitis microscopic, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, flank pain, haematuria, headache, irritable bowel syndrome, malaise, menorrhagia, micturition urgency, migraine, nausea, palpitations, pelvic pain, stomatitis, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight: 187 lbs 3 coils extending into uterine cavity on right side. 4 coils extending into uterine cavity on left side. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received: event onset dates updated, event- sick added. Event outcome updated. Historical drugs and conditions added. Concomitant drugs and diseases added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain"), alopecia ("hair loss") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent procedure to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.